Manufacturer narrative:
(B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm had occurred due to a motor stall. The pt's last refill was in sept at which time, the pump was filled with preservative free normal saline due to financial reasons. Previously, the pump contained morphine. For the past three weeks, the pt hard the alarm. Pump interrogation showed a low battery reset and the pump was in safe state. No pt symptoms were reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.